Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to instability. A system 12 28mm insert and 28 +0 femoral head were revised to a system 12 32mm insert with a 32 +12 head.